Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was damaged and failed to capture. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and helix damage were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension was within specification.